Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: international urogynecology journal and pelvic floor dysfunction. Conference: joint annual meeting of the international continence society, ics and international urogynecological association, iuga. Toronto, on canada. 2011. Conference publication: 22 (suppl 2): s1581. (B)(4)

Event description:
It was reported via journal article: ¿title: outcomes of abdominal and laparoscopic sacrocolpopexies using gynemesh ps mesh.¿ authors: ramphal s., ismail a.k., moodley j. Citation: international urogynecology journal and pelvic floor dysfunction. Conference: joint annual meeting of the international continence society, ics and international urogynecological association, iuga. Toronto, on canada. 2011. Conference publication: 22 (suppl 2): s1581. The purpose of this study was to evaluate the outcomes and complications of abdominal and laparoscopic sacrocolpopexies (scp) using the gynemesh ps mesh by assessing objective and subjective measures from these procedures. This was a retrospective study of 33 patients (mean age of 62.7 years [age range: 32 to 81 years old]) who underwent abdominal and laparoscopic sacrocolpopexies (scp) for symptomatic pelvic organ prolapse between january 2004 and june 2008 at a single institution. All procedures were performed by a single surgeon. A low weight, soft, gynemesh ps polypropylene mesh was used to attach the vaginal apex to the sacrum. Follow-up data with post-operative popq measurements were available on 31 patients (93.9%) at 3 months, 29 patients (87.9%) at 6 months, and 25 patients (76 %) at 12 months. Post-operative complications included wound infection and febrile morbidity, vaginal mesh exposure (n-1) at 5 months post-surgery, and symptomatic cystocele (n-1) which required re-operation 9 months after laparoscopic scp. It was reported that the single case of mesh exposure was from the abdominal/vaginal approach. It was concluded that scp procedures (abdominal and laparoscopic) using gynemesh ps polypropylene mesh is an effective procedure for the management of symptomatic apical vaginal prolapse and is associated with good anatomical and functional outcome. Subjective assessment of outcome coincided with objective outcomes. Careful patient selection is required for patients undergoing scp because of the associated morbidity and mortality that can arise.